Manufacturer narrative:
Investigation: no samples or photos were returned for analysis. No DHR review can be carried out as lot number is unknown. Since no analysis could be done the complaint in unconfirmed and a root cause could not be determined.

Event description:
It was reported that the outer cover on the bd micro fine plus¿ insulin pen needle was loose.

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the outer cover on the bd micro fine plus¿ insulin pen needle was loose.